Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. The device was sent to histology department. There were no additional adverse patient effects reported. The ICD was explanted.